Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation, ¿objective lens glue peeled off¿, was confirmed. It was determined that the event was caused by stress of repeated use, external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation that the adhesive on the bending section cover part was chipped was confirmed. An additional issue of a dent on the distal end, water tightness was lost, was also identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the adhesive on the bending section cover part was chipped on the deflectable videoscope. There were no reports of patient harm associated with this event. The device was returned, and during the evaluation, it was found that the adhesive on the objective lens had peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.